Event description:
It was reported that the tube had been in the pt for 6 weeks. It was discovered the tube was leaking at the feeding site due to a large hole in the balloon.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.